Event description:
It was reported that, during patient use, a key on the ventilator's graphic user interface was unresponsive. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event. The technical support engineer troubleshot the issue with the customer over the phone. The customer was advised to replace the keypad. Medtronic was not authorized to service the ventilator.